Event description:
This is a veterinary event. Facility reports that during an orthopedic surgery on a canine on (B)(6) 2013, a small battery drive would not run even with changed batteries. There was a 5-10 minute delay in surgery. A spare small battery drive was used to complete surgery successfully. No injuries or medical intervention were reported. All available event information has been disclosed. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not completed; no conclusion could be drawn, as no product was received. The manufacturing records were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Upon further review of the complaint, it was determined the complaint is not reportable due to the complaint not meeting the definition of an MDR reportable event. Not likely to result in patient harm or the need for additional medical or surgical intervention. This does not meet the definition of a reportable event. Synthes is retracting medwatch report #: 8030965-2013-02462.